Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device was not in patient use. The device's power management pca and system pca were replaced to address the issues.